Event description:
This case was initially received via regulatory authority (B)(4)) on 24-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (b)64)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6)2017. On (B)(6)2017, the pelvic pain, depression and fatigue had resolved. The reporter provided no causality assessment for depression, fatigue and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.208 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.